Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 527 mg/dl; cause was not known. A manual insulin injection was administered to address bg. The customer was instructed to reset the pump to resolve the issue.